Event description:
New information states that when the patient presented for a follow-up in clinic, on (B)(6) 2017, inappropriate auto mode switch episodes were no longer found. No programming changes were made. The patient will continue to be monitored.

Event description:
It was reported that during a follow-up in clinic, auto mode switch was observed due to far r-wave oversensing. Patient was asymptomatic. Programming changes were recommended and scheduled for (b)6) 2017. Patient is in stable condition.